Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported by children¿s hospital medical center (cincinnati, USA) via a post- market study (MDR-2036) that a chait percutaneous cecostomy catheter (rpn: tdcs-100-l; lot#: unknown) leaked. The device was required for treatment of fecal incontinence and severe, chronic constipation. On 09dec2019, the patient had her previously placed cecostomy catheter in her cecum exchanged for a cook cecostomy catheter. The new catheter was placed via an endoscopic-guided percutaneous approach with fluoroscopic imaging. The initial bowel evacuation was successful, and no device deficiencies were identified during the procedure. Saline was instilled throughout the duration of time the cecostomy catheter remained in place. On 11feb2020, leakage at the stoma site was reported. The fluid around the catheter caused skin irritation; subsequently, granulation tissue developed, and silver nitrate was applied. It was noted the leakage occurred during the entire time the chait was in place. As a result, the chait was removed and replaced with a competitor¿s device in august of 2020. No other adverse events were reported due to this occurrence. Reviews of the documentation, including the complaint history, instruction for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) identified process steps to ensure that nonconforming material does not leave the house. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: contraindications: previous abdominal surgical procedure. Precautions: instruct the patient to read and understand the patient guide titled ¿caring for you temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. For tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used. Instructions for use: 2. Carefully pull catheter out over pre-positioned wire guide (e.g., amplatz ultra stiff). Determine cecostomy tract length and place appropriately sized catheter. Note: confirm that tract is appropriate length to accommodate chait trapdoor cecostomy catheter by advancing wire guide, under fluoroscopy, until tip is within cecum and then clamping hemostat at skin level. Withdraw wire guide, and measure distance from hemostat to wire guide tip. 3.) Insert metal stiffener into catheter to straighten coils, and push catheter through tract over pre-positioned wire guide. (Fig.2) once catheter is inserted, remove wire guide and metal stiffener until trapdoor is flush against the access site. (When stiffener and wire guide are removed, the extra catheter coils will reform in the cecum.) 4.) Perform contrast to confirm catheter position and patency within cecum. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. From a review of the dmr, no DHR, and no product return, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to search for evidence of non-conforming material in house or in the field. Based on the information provided, no returned product, and the results of our investigation, a definitive cause for the failure could not be established. It is possible the size of the catheter was not correct for the patient. It is possible that scar tissue from previous abdominal procedures interfered with tract creation and product placement. The device was not returned, and manufacturing deficiencies could not be checked. It is possible the device was not maintained per instructions. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported chait percutaneous cecostomy catheter leaked and needed to be replaced. A female patient had her first cecostomy catheter placed on (B)(6) 2016. On (B)(6) 2019, the patient exchanged the previously placed cecostomy catheter with the cook cecostomy catheter (tdcs-100-l). Endoscopic-guided percutaneous placement into the target anatomic location cecum was performed. On the same day, the patient experienced catheter leakage. Saline was instilled throughout the duration while the catheter remained in place. Skin irritation and ultimately granulation tissue developed due to the leakage holding fluid around the tube site. At the time of assessment on (B)(6) 2020 (166 days post procedure), silver nitrate was used to treat the granulation tissue around the tube site. The tube was leaking during the entire time of placement and was removed and exchanged with a competitor's catheter in aug 2020. The patient experienced an improvement of symptoms after device placement. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Age at the time of study procedure (placement of chait trapdoor cecostomy catheter): 18 years old d2a ¿ common name: exd irrigator, ostomy d2b ¿ product code: exd annex e: e2402 - appropriate term / code not available: granulation tissue this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 06apr2023 detailing the date of event was (B)(6)2019 (102 days post-procedure). Also, the site updated the complaint event from catheter leakage to stoma site leakage around the chait cecostomy catheter. The site noted the "catheter in stoma can contribute to leaking" and considered the event related to the catheter; however, the event was not considered to be related to the study procedure nor due to a device deficiency.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.